Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 7f sheath after a percutaneous transluminal coronary angioplasty procedure. Reportedly, the proglide plunger came out without the suture attached to it. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Device analysis revealed the needles engaged with the cuffs and the rail suture end was cut, thus the reported suture retrieval issue could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.